Event description:
It was reported that the instrument was started at 2pm on one day prior to the event, with 100ml of a tpn solution at 8 ml/h. At 2 am event the instrument alarmed for the burette being empty. The nurse noticed that the drip chamber was half filled and the tubing above the pump was filled with liquid as well. But the tubing below the pump was filled with air to the pt. There was no resultant pt complications and no medical intervention was needed.